Event description:
It was reported that during an unspecified surgical procedure, it was observed that the console device had something ¿rattling¿ inside. There was a five minute delay to the surgical procedure. An identical spare device was available for use to successfully complete the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that something was broken inside and the device displayed e8 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mishandling of the device by dropping or hitting the device against something, which is user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.